Event description:
Received information stating that the 840 ventilator was autocycling while in use on a patient. The customer reported that the patient is critically ill. The customer could not confirm if the ventilator contributed to the patient's condition or patient was ill prior to connecting to a ventilator. The nellcor puritan bennett customer support engineer (cse) inspected the device and could not duplicate the alleged event. The unit passed extended self-testing and no parts were replaced. It is not verified that the vent was inoperable, and that a malfunction occurred.